Manufacturer narrative:
Age, weight, and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2021. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a ar40m model intraocular lens(iol) had sheared haptic. No further information available.

Manufacturer narrative:
Corrected data: additional information received from the surgery center revealed that there was no patient contact with the lens. Upon reviewing the complaint folder, it has been determined as there was no patient contact with the lens, the reported haptic damaged is no longer considered a reportable event. Therefore, no further information will be submitted under medwatch 2020664-2021-07569. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.